Event description:
It was reported in a literature article (doi: 10.3389/fbioe.2015.00098) that the patient showed a non-monotonic effect of current on tremor suppression, with minimum tremor seen at currents of 1,2, and 3 ma. Speech timing measures tended to worsen for currents of 4 ma and above. They were similar to the "off" condition for currents that optimized tremor suppression. The vocal control measures varied non?monotonically with current, with optimum control in the same range as currents producing optimal tremor suppression. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).